Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the left eye (os) about a quarter (1/4) way through the raster pattern. The suction ring assembly issue with an intralase patient interface (pi) occurred after the laser fired. It was noted that the flap was lifted, no surgical or medical intervention was required, and the patient's best corrected visual acuity (bcva) was 20/20. Per follow-up, the patient¿s visual acuity were 20/15 for both eyes (ou). There was slight hemorrhaging temporarily on ou. There were no signs of diffuse lamellar keratitis (dlk) or stria. And patient had no complaint. Patient is not schedule for another visit until (B)(6) 2018. No additional information provided.